Manufacturer narrative:
Device evaluated by MFR: a synergy ous mr 3.50 x 24 stent delivery system was returned for analysis. A visual examination of the stent found stent damaged with struts from proximal and distal section expanded. The stent showed no signs of movement and was set between the proximal and distal marker bands. The undamaged crimped stent outer diameter was measured, and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion.

Event description:
Reportable based on device analysis completed on 28-mar-2022. It was reported that crossing difficulties were encountered. Vascular access was obtained via right femoral approach. The 80% stenosed target lesion was located in the moderately tortuous and mildly calcified mid to distal right coronary artery. After a 6f guide catheter was engaged, pre-dilatation was performed with a 3x12mm semi compliant balloon up to 8 atmospheres. A 3.50 x 24 synergy drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with another of same device. There were no patient complications reported. However, returned device analysis revealed stent damage.